Event description:
It was reported that the customer experienced a blood glucose (bg) level of 500 mg/dl resulting in "liver and kidney damage". Cause of bg level was not known. Customer administered a bolus via the pump and a manual injection to address the issue and went to the emergency room with high ketones identified as life-threatening by a healthcare provider. Customer was subsequently admitted to the intensive care unit and treated with intravenous fluids of saline and insulin. Customer was discharged 5 days later with the issue resolved. Reportedly, customer's endocrinologist "checked entire pump set up/history/profiles and found no issues". The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.